Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly after requesting a bolus. The customer's blood glucose (bg) level was 89 (mg/dl) at the time of the report. It was confirmed the customer was able to reload a cartridge onto the pump and resume insulin delivery prior to contacting tandem technical support. In addition, a second bolus was delivered due to the customer not believing the first bolus was delivered successfully following the reset. Follow up with the customer determined the customer's bg level dropped to 75 due to the second bolus.